Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual examination of the staple cartridge noted that the first reload was fully fired. The proximal end of the reload was broken from the device. Due to the noted damage no functional testing was performed on the first reload. Visual inspection noted that the second reload was pre-fired and engaged in interlock with the jaws open. Functional testing of the second reload found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter, during a lobectomy procedure, when the surgeons tried to used it on the artery lingual, there were a strange metal voice and the reload were damage. The staple line was ok but the used reload was "broken" or damaged. They had to use 2 handles because it did not work properly. There was no patient injury.